Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia (at)/atrial fibrillation (af) on presenting rhythm. This resulted in interference of the implantable cardioverter defibrillator (ICD) to be able to discriminate or withhold therapy for supra ventricular tachycardia (svt) episodes. Thus, the patient was inappropriately shocked for af with rapid ventricular response. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was again shocked for af with rapid ventricular response due to ra lead undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented again for shocks due to af with rapid ventricular response due to ra lead undersensing. No actions were requested or taken.